Event description:
Reporter alleged discrepant blood glucose results of 300-400 mg/dl back to back with a result of 100 mg/dl when testing was performed within 1-3 mins of each other on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.